Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2; h6 and h11. The customer contacted olympus technical assistance support (tac) via phone and reported no image displayed on the secondary monitor oev-262h. Tac instructed the customer to verify the cabling. Afterwards, the customer was instructed how to re-establish connection between the two devices, the units worked as intended and the image was on the secondary monitor. Issue resolved, no further assistance is required by tac. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not display an image on the secondary monitor. The issue occurred during an unspecified procedure. There were no reports of patient harm.